Manufacturer narrative:
Initial.

Event description:
It was reported that the user experienced multiple instances of dexcom g7 continuous glucose monitor (cgm) signal loss to the ilet throughout the day, after which the user replaced the sensor and paired it while on the call, with the new sensor entering warmup before the call ended. No adverse clinical symptoms reported. Outcomes included no impact beyond temporary interruption of cgm data to the ilet. User support included troubleshooting and education. Investigation of this case revealed a brief sensor communication issue consistent with intermittent cgm-to-pump connectivity disruption. It was concluded, based on previously established findings for similar reports, that the cause was likely user- or use-environment-related connectivity interference.